Event description:
In speaking with the nurse during the follow-up survey, the pt reported that they had a 4th incident (partial/disconnection/leak) in 2003. Pt woke up noticing that their beds were quite wet. They were not sure what cycle they were on. When they jumped out of bed the leaking stopped. They were unsure where the leak had occurred and they did finish their dialysis. Additional information received from baxter indicates that the pt was unable to tell where the leak was noted to be coming from. Baxter also advised that after the pt got out of bed they more closely examined the set and found that there was no further leaking, so they continued therapy. No pt injury or medical intervention was associated with this incident, per baxter.